Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in the emergency room with symptoms of pacemaker syndrome, interrogation revealed loss of atrial capture. Fluoroscopy revealed lead dislodgement. The lead was explanted and replaced without complications. The patient will continue to be monitored.